Event description:
It was reported that the vertical table drive ballscrew/ballnut assembly failed, causing the table to lift at the foot end with a heavy pt on the table. The system was repaired by replacement of the table and the system is operating normally. There were no injuries.